Event description:
V60 is displaying error code 1108/1109 - machine pressure sensor autozero failed. Not in clinical use at time of discovery and no reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
The remote service engineer (rse) advised the customer that the latest version of the service manual was version r. The customer troubleshot the device with the rse, which included verifying the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replacing the machine auto-zero solenoids (solenoid 2 and solenoid 4), and replacing the da pcba. The rse provided the parts ID (identification) to the customer for the solenoid valves and da pcba. Per gfe (good faith effort) response, the customer stated that the device failed again for the same issue and planned to contact technical support. After contacting technical support, the customer confirmed that the device is now at bench repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.